Event description:
I had the placement of essure sterilization coils, as an outpatient surgical procedure, on (B)(6) 2015. I immediately felt something was wrong due to the amount of blood I was losing. I informed my obgyn every several months thereafter to advise of the excessive blood loss and large blood clots. This procedure has ruined my life. My quality of life has diminished greatly at home and work. It has been three years since the procedure and I continue to experience menorrhagia, metrorrhagia, polymenorrhea, dysmenorrhea, dyspareunia and large blood clots. I have missed work due to these issues and have had to leave work on occasion due to the saturation of blood on my clothes. I use the largest maxi pads available and I still bleed through enough to "leave my mark" everywhere I go. This is humiliating and has caused me anxiety, panic attacks and mood swings. I have gained approximately 40 pounds since the procedure. My migraines have quadrupled, my fatigue is intolerable and I have constant lower abdominal pain and swelling and lower back pain. I now experience two periods a month, both exactly as heavy and long. I have two uterine fibroid cysts, constant spotting, incontinence, insomnia, and hair loss. I have changed to three different obgyns, hoping for help with these horrible side effects. I am told the device isn't the cause of all my problems. I beg to differ. I was relatively healthy prior to the placement of this device. My life has been severely affected by it. I am now having to deal with preparing for a hysterectomy, which I will be having in several months, due to financial hardship to render it any sooner. This product must be taken off the market. It is not a "safe and easy" alternative. As more and more women are coming forward with horrible, life-altering side effects, it should be obvious that this product is defective and that health professionals are not fully knowledgeable of how severely it can impact a woman's life.